Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Reportedly, a temperature change may have occurred prior to the occlusion alarm declaring. The customer's blood glucose level was below 240mg/dl. During troubleshooting, a new cartridge was loaded and the pump performed as intended. Tandem technical support educated the customer in possible causes of occlusions. An infusion set change was performed and insulin pump therapy was continued.